Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed the leak at the probe wash and found the probe wash block was not traveling to the end of the probe leaking diluent. The fse cleaned and lubricated the probe wipe bearing and piston on (B)(4) 2013 to resolve the leak reported and stated the probe wash was now traveling to the end of the probe and operating normally. Fse stated he returned and replaced the probe cylinder bearing and piston on (B)(4) 2013 and verified the replacement noting the probe wash was now traveling to the end of the probe and operating normally after the replacement with new bearing and piston. Failure mode is related to the probe wash bearing and piston not working properly. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reported while running samples in the open vial mode on the coulter lh 500 hematology instrument, the probe wash was leaking bloody diluent (4 ml) outside the instrument. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.